Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient had frequently charging the ipg. The physician did not suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.